Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the representative that her device delivered hydromorphone with a concentration of 10 mg/ml an a dose of 3 mg (2.992)/day. The lot number was not available. The pump started alarming every 10 minutes on (B)(6) 2015. Over the following 24 hours, the patient felt withdrawal symptoms. The logs were read and a motor stall was noted on (B)(6) 2015 at 19:20 and recovered on (B)(6) 2015 at 18:27. There was a planned explant of the pump in the new few weeks with a possible replacement. The issue was not resolved at the time of the event. Additional information was requested for potential cause of the stall and explant details. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and a stall due to shaft-bearing.